Event description:
User allegedly had "gone through two and a half bottles of strips trying to get meter to read. End user was receiving error 1 message." User alleged device was defective, and that the user was bruising very easy due to the size of the lancets provided in the kit. Customer service sent replacement strips.